Manufacturer narrative:
A field service technician at the user facility could not duplicate the customers reported issue, and as a precaution the power supply and the power cord were replaced. The power supply was sent to the depot for evaluation. Depot evaluation of the power supply included testing over the course of 3.5 hours while activating phaco at different power settings and pulse modes, the test system did not power off during this time. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
The user facility reported the system powered off during segment removal, they were unsure if it was just the display or whole system. Power button was not illuminated during the shutdown therefore the system was shut down. Surgery was extended 15-20 minutes and a few drops of topical anesthesia was needed. The procedure was finished with a backup system, no impact to patient, and without further complication.

Manufacturer narrative:
Correction: section g4: from: k170052 to: k063331 section h6: type from: 11 to: 10.

Event description:
It was reported that the system powered off during segment removal, unsure if just display of whole system. Finished procedure with backup system, no impact to patient. ((B)(6)). Additional information received on 10-july-2023: power button was not illuminated during the shutdown, surgery was extended 15-20 minutes and a few drops of topical anesthesia was needed. Procedure was finished without further complication.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Product evaluation did not confirm the failure and we are unable to determine the root cause. No corrective action required.